Event description:
Event description cpi received information that two unipolar leads were removed from service. The patient with an implantable cardioverter defibrillator (ICD) had 1 shock while on telemetry, but the shock did not show up on telemetry. An invasive procedure was performed, no obvious insulation break was noted on the leads, however the leads had been wrapped with silicone tubing and tied in 2 discreet locations. The physician elected to cap and replace the leads, the ICD was also replaced at this time.